Event description:
The customer obtained multiple, non-reproducible, lower than expected, vitros amon quality control results on a vitros 5,1 fs chemistry system. Qc fluid lpv ii = 152.52, 151.41 vs. An expected result = 194 mol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient results were reported during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, lower than expected, vitros amon quality control results were obtained on a vitros 5,1 fs chemistry system. The investigation could not determine a definitive root cause. The most likely cause of the event was determined to be instrument related due to contamination of the microslide incubator. An ocd field engineer performed service actions by replacing the microslide incubator evaporation caps and cleaning the incubator. The system performance improved after the service actions were taken. The investigation is ongoing to confirm expected system performance.